Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device was not working. The system was soon replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. The patient was waiting to have their device activated. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.